Manufacturer narrative:
The customer¿s reported complaint of a prescribed milrinone dose of 0.375mcg/kg/min not matching the dose in iaware was not confirmed during the investigation. Based on a review of the logs, it was identified that a remote order request (13183674241) occurred at 7:50:04 pm instead of 7:00:00 pm as reported on the complaint, for attached pump module s/n (B)(6). The order request containing the milrinone dose of 0.375mcg/kg/min exhibited a problem, inadvertently resulting in the pump to continue to infuse with previously programmed infusion (order 13174848683). Similarly, prior infusion showed the same dosing parameters of milrinone 0.375mcg/kg/min. An analysis, verifying the dose information showing on the iaware data or documentation was not possible since they were not provided for this investigation. Additionally, the complaint was created outside the 7 day grace period when data would be available on the interface to evaluate the message to identify the source of the issue. Risk assessment: per product risk assessment document 0207-002-000-swi, no ra is deemed necessary. The customer stated that there was patient involvement. Appendix: the following equipment was used during the investigation below: test equipment: eq number: cal/maintenance due date: lvp. Eq08475. 18 aug 2018. A review of the device history record showed the device had a manufacture date of 13feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
The customer reported that during shift change 2 nurses were observing the patient's infusions and noticed that the prescribed dose of milrinone was different than what was showing in the cerner iaware interface. The user confirmed that the milrinone was set at the correct dose of 0.375mcg/kg/min on the pump but it was not correctly documenting. The pump had also become disassociated. After associating the pump and checking the medications were at the correct dose it was then correct in iaware. The user rechecked iaware about an hour later and noticed that the dosage documented was not the ordered dosage. The user then checked the pump and the dosage was correct on the pump. The user switched the infusion to a new pump.

Manufacturer narrative:
The customer¿s reported complaint of a prescribed milrinone dose of 0.375mcg/kg/min not matching the dose in iaware was not confirmed during the investigation. Based on a review of the logs, it was identified that a remote order request ((B)(4)) occurred at 7:50:04 pm instead of 7:00:00 pm as reported on the complaint, for attached pump module s/n (B)(4) (channel a). The order request containing the milrinone dose of 0.375mcg/kg/min exhibited a problem, inadvertently resulting in the pump to continue to infuse with previously programmed infusion (order (B)(4)). Similarly, prior infusion showed the same dosing parameters of milrinone 0.375mcg/kg/min. An analysis, verifying the dose information showing on the iaware data or documentation was not possible since they were not provided for this investigation. Additionally, the complaint was created outside the 7 day grace period when data would be available on the interface to evaluate the message to identify the source of the issue. Risk assessment: per product risk assessment document (B)(4), no ra is deemed necessary. The customer stated that there was patient involvement. Appendix: the following equipment was used during the investigation below: test equipment: eq number: cal/maintenance due date: lvp, eq08475, (B)(6) 2018. A review of the device history record showed the device had a manufacture date of 13feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
The customer reported that during shift change 2 nurses were observing the patient's infusions and noticed that the prescribed dose of milrinone was different than what was showing in the cerner iaware interface. The user confirmed that the milrinone was set at the correct dose of 0.375mcg/kg/min on the pump but it was not correctly documenting. The pump had also become disassociated. After associating the pump and checking the medications were at the correct dose it was then correct in iaware. The user rechecked iaware about an hour later and noticed that the dosage documented was not the ordered dosage. The user then checked the pump and the dosage was correct on the pump. The user switched the infusion to a new pump.